Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device was in backup operation. After the product code was successfully downloaded, the device reverted to backup vvi operation. The device was cut open and no anomalies were found.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.